Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed on the 3g/hd-serial digital interface (sdi) out 1 occurred, due to connection of the 3g sdi cable (loose at socket). The instructions for use identify, verbiage that could prevent the phenomenon: [3.1 precautions for installation and connection]: review this chapter thoroughly and install and connect the equipment properly before use. Otherwise, improper performance, equipment damage an electric shock. Patient and operator injury and/or a fire can occur. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the visera elite iii video system center had no picture on the 3g/hd-serial digital interface out 1 connection, and the monitor indicator light only flashed. There were no reports of patient harm.

Manufacturer narrative:
No device was returned to olympus for evaluation, as a technician was on site and repaired the device. The technician found that the cable of the 3g serial digital interface socket was loose. The technician reconnected the cable, there were no more errors present and all functions checked were normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.